Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On 06/18/2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient was sleeping. The spouse checked the receiver around 7:10am and it showed 128 mg dl. Around 7:15am the spouse noticed the patient was not moving or responding and the emergencies were called. When the emergencies were called the cgm reading was 276 mg/dl, and no blood glucose reading was taken at that moment. The paramedics arrived around 7:25 and when a finger stick was taken, the blood glucose reading was 44 mg/dl. The patient was given intravenous treatment to raise the blood glucose level. Around 7:30am the patient gradually regained consciousness but was brought to the hospital for care and recovery. The patient was at the hospital between 8:00am until 11:00am, after which she was discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.